Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple intermittent occlusion alarms occurred. No reported adverse impact to the customer's blood glucose. The customer changed supplies and resumed insulin delivery.

Manufacturer narrative:
B2, h1